Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut, tear mouth [mouth injury]; brushheads breaking in mouth, starting to tear mouth [injury associated with device]; brushheads lasting 3 days, breaking in mouth [device breakage]. Case description: an adult male of unspecified age reported via phone on 06-jul-2016 that he had a pack of oral-b brushheads, version unknown and they were breaking in his mouth while used with an oral-b rechargeable toothbrush, version unknown. He explained that the brush heads were lasting 3 days and they were starting to tear/cut his mouth, and as such, he had to throw them away. He stated that he purchased a pack of 8 and had used 5 of them, with them normally lasting between 2-3 weeks. This was not the first time that he had used these particular brush heads. It was reported that he sought advice from a health care professional, however he did not do anything to help relieve the problem. Use of the brush heads had been discontinued, and the overall case outcome was recovered. Other relevant history: allergies - none. No further information was provided.